Event description:
Describe event, problem, or product use error: I am submitting this report to document an issue with clear care plus with hydraglyde contact lens solution. I have worn soft contact lenses for many years and have used original clear care triple action hydrogen peroxide solution for years without ever experiencing this problem. I accidentally purchased thehydraglyde version because the packaging is extremely similar to the regular formula. I followed every instruction provided by the manufacturer. My biofinity xr monthly contact lenses were soaked overnight in the original clear care case with the catalytic neutralizing disc for well over the 6 hours required before insertion. I experienced no burning, stinging, redness, or pain when inserting the lenses, indicating the hydrogen peroxide had been properly neutralized. The product warnings primarily emphasize the risk of severe burning if the solution is not neutralized. That did not occur. Instead, after wearing the lenses for a short period, my vision became progressively cloudy and hazy, as if I were looking through a layer of petroleum jelly. My vision became significantly blurred. The most concerning aspect was that removing the contact lenses did not immediately resolve the problem. Even after removing the lenses and wearing my glasses, my vision remained hazy forseveral hours before gradually improving. This was unlike any contact lens issue I had previously experienced. Initially I believed the contacts themselves were defective. I opened another new pair of lenses with the same result. I cleaned the lenses, replaced them, used lubricating eye drops, and verified they had been neutralized for the required amount of time. Nothing changed until I stopped using clear care plus with hydraglyde. After discontinuing the hydraglyde formulation and returning to standard clear care triple action solution, the problem was resolved and has not recurred. I have continued using the same brand of contact lenses without experiencing further episodes of prolonged cloudy vision. After this event I searched online to determine whether others had experienced similar symptoms. I found numerous reports describing nearly identical experiences after switching to clear care plus with hydraglyde despite following all directions. Many users describedelayed-onset cloudy or "vaseline-like" vision, greasy or filmy lenses, halos around lights, and blurred vision that can persisteven after removing the lenses. Many also report complete resolution after discontinuing the hydraglyde formulation. Thesereports span multiple years and appear across optometry forums, consumer discussions, and FDA adverse event reports.my concern is not that the hydrogen peroxide failed to neutralize, because I experienced none of the expected symptoms of unnaturalized peroxide exposure. Rather, the concern is that the hydraglyde formulation may cause a separate adverse reaction that is not adequately described in the product labeling. The existing warnings focus almost exclusively on burning from improper neutralization but do not warn consumers about the possibility of severe, prolonged hazy vision despitefollowing all instructions correctly. I am submitting this report because I believe this adverse event warrants FDA review. Consumers should be informed of this potential reaction so they can recognize it promptly and discontinue the product, if necessary, rather than assuming they have defective contact lenses or another unrelated eye condition.